Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump rate was lowered and the pump was refilled slower. The malfunctioning pump was corrected by slower rates.

Event description:
It was reported, there was an allegation of overinfusion. It was later reported, the patient was light headed. The patient went to the bathroom and stood up. The emergency room doctor said it was ¿vast vagle.¿ it was reported, the location of the catheter issue was t-10. The doctor ¿admitted¿ the pump was not the problem after the pump was checked. The system was being used to deliver ¿fn-bp¿ and clonidine.